Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that there was no alert. Date of issue is an approximation. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The patient stated that she had a low blood glucose event and the g6 app did not alert. She had a seizure and bit her tongue. Her husband found her on the floor unconscious. She is not sure what the app was displaying other than possibly low. A blood glucose (bg) reading was taken by the husband and was either 1.8 mmol/l or 1.9 mmol/l. Her husband gave her an injection of glucagon hcl 1 mg. She did not go to the hospital at the time of the event. Her glucose level returned to normal and she was doing fine at the time of the report. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.